Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken lens was likely caused by excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The onsite support specialist reported that during a diagnostic procedure, the customer straight ocular angle, dual channel semi-rigid ureteroscope has a reported broken component defect, ¿damaged lens¿. It was reported the procedure was completed using another similar scope. No death injury or infection and no impact to person or other was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, blurry image identified due to damaged/broken optical fibers at the distal end due to dents and the semi-rigid outer tube is bent. No moisture was observed inside the optical system. The investigation is in progress; therefore, the root cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.